Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered 161g of carbohydrates instead of a blood glucose (bg) level value of 161 (mg/dl). Subsequently, the customer delivered a larger bolus than intended. The customer's bg level dropped to the 50s (mg/dl). Food and juice was consumed to address bg level.